Event description:
It was reported that this patient took the catheter home since placement on (B)(6). During routine maintenance on september 4, the connection between the catheter and extension tubing was found broken. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a catheter break is confirmed and was determined to be use related. One 4 fr s/l groshong nxt clearvue catheter and its assembled two-piece connector was returned for evaluation. An analysis of the returned catheter revealed tensile, or pulling, weakness at the break site. The break was observed to be just distal of the distal connector piece of the groshong connector. The break had a granular fracture surface. Based on the analysis of the returned catheter, the break appears to have been caused by excessive pulling of the catheter. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that this patient took the catheter home since placement on august 10. During routine maintenance on september 4, the connection between the catheter and extension tubing was found broken. No other information was provided.